Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date (sometime during week of (B)(6), 2024) and involved an unidentified plum 360 15.2 large volume infusion pump. The customer stated that nursing reported that the pumps were powering off in the middle of an infusion (while patient was received IV fluids) to accept drug library updates. The customer stated that they had the pumps since 2021 and this is the first they have been informed of this. The customer stated that the pumps should accept it without completely powering down. There was patient involvement, and there was no report of medical intervention, no delay in therapy; there was no harm reported as a consequence of this event.

Manufacturer narrative:
Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. An analysis of the device's 12-month service history was not performed, because not serial number was provided. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint.